Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. In addition to this, no pump errors 38 or 37 occurred during testing. The motor was tested outside the device, and it passed. The belt clip rails are intact--not bent, cracked, or broken.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose. Customer reported that insulin had pump error alarm. Customer stated that they were able to complete pump rewound insulin pump and able to clear alarm. Customer stated insulin did exit at the quick release. The device will be returned for analysis.